Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted: (B)(6) 2015; 4968 lead implanted: (B)(6) 2011; 6937a lead implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead had high/undefined pacing impedance. Follow up indicated that the alerts for impedances were turned off and no reprogramming was done. The lead is still in use. No patient complications have been reported as a result of this event.